Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged due to patient anatomy during catheter slitting. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.